Manufacturer narrative:
Unit received with a blank display anomaly due to battery tube power connector not fully connected. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify software error detected alarm due to blank display. The insulin pump was received with the following physical damage: minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed software error detected. The customer's blood glucose was 463 mg/dl at the time of incident. Troubleshooting was performed. Self test failed. The insulin pump was returned for analysis.